Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, an insulation abrasion was noted on the atrial lead. The lead was capped and replaced. There were no adverse consequences to the patient.